Event description:
Reporter alleged lancet needle would not retract back into the device after its use. No actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.